Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) warns, do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal in pediatric patients or others with small femoral artery size (<4mm in diameter). Small femoral artery size may prevent the angio-seal anchor from deploying properly in these patients.

Event description:
A 6f angio-seal evolution was selected for closure of the right femoral artery following a cardiac catheterization procedure. A few hours following the deployment, the patient was taken back to the catheterization lab due to severe pain, decreased pulses, and a cold right lower extremity. A complete occlusion of the right common femoral artery was identified. Contralateral access to perform balloon angioplasty of the common femoral artery was performed as well as intraarterial infusion of integrilin bolus. The patient had vast improvement of blood flow, but continued to experience bilateral groin pain. The patient was discharged in stable condition on aspirin and plavix (dosages unknown) for one month. Reportedly, the patient had small arteries. A predeployment angiogram was performed.